Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. The customer stated her blood glucose went up between 300-500mg/dl. The customer's blood glucose was 180mg/dl at the time of the call and was 124mg/dl an hour ago. Customer stated she has a back-up plan available. During troubleshooting, the customer declined to check for air bubbles, or possible site/insulin issues. The customer was unable to remove/change set at the time of the call. Advised customer to contact doctor and she declined to do further high blood glucose troubleshooting. Customer stated her settings might need to be changed.